Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The iesu was returned and evaluated by the failure analysis (fa). Inspection during the fa process was able to replicate the reported event; the unit was tested on the system; visual effect of energy operations was slightly less pronounced than nominal. All operations carried out successfully, albeit with noted weaker energy effect. M-0b errors in logs from were related to the pad. .

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the monopolar energy from the generator was not as expected. The customer replaced the energy cable and instrument with no change. The technical support engineer (tse) advised to power cycle the generator, but the customer declined. The procedure was continued as planned with no reported injury.